Manufacturer narrative:
(B)(4). Date sent: 2/12/2021. Additional information received: upon visual inspection of one photo, the following was observed: the photo shows tissue with two clips properly formed. However, two loose clips can be seen not properly formed. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined as no device was received for analysis. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2020. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the customer claims a deformation of device (malformed clips) the device was replaced and there was no adverse event for the patient.